Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a bhr resurfacing femoral head 58mm was implanted in (B)(6) 2010, a fluid collection during a computed tomography (CT) around the joint presented the following metal concentrations: cobalt 3.4ug/l and chromium 0.9ug/l. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current heath status is unknown.

Manufacturer narrative:
H3, h6. It was reported that a hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the acetabular cup for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. As no device batch numbers were provided for investigation for the femoral head, a manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historical corrective and preventive actions, preliminary risk assessment, health hazard evaluations, and field actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. Since no underlying medical documents were received no thorough medical investigation can be performed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (fluid collection, cobalt 3.4 g/l and chromium 0.9 g/l) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.